Event description:
During the sheath exchange, the hub of the cook raabe sheath came off. Wire inserted and across the lesion, remainder of sheath was being removed and began to come apart. The sheath was removed in its entirety and replaced with different sheath. No patient injury. New thrombosis noticed in femoral artery. Patient taken to operating room for thromboendarterectomy.